Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen I and ii (crrs 2) on the galileo. The patient does not have a history of antibodies. The patient was transfused with kell negative units. There was no transfusion reaction.

Manufacturer narrative:
Review of results: sample 1 shows a 1+ reactions for cell 1 and w+ reactions for cells 2, 6, 7, and 10 (heterozygous for kell) in the ahg phase only. Immediate spin and 37 degree incubation for 15 minutes was negative for all cells. As per the crrs package insert, "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed." Nature of the sample cannot be ruled out as causing the event.